Manufacturer narrative:
The country of origin (B)(6). The previous calibration and qc tests had acceptable results. It was noted that the calibration was slightly lower than expected. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received false low total psa elecsys cobas e 200 results from the cobas 8000 e 602 module analyzer. The initial result was 0.137 ng/ml and the retest result was 45.260 ng/ml. The 0.137 ng/ml was considered to be incorrect and the 45.260 ng/ml result was considered to be correct. The questionable results were reported outside the laboratory. The reagent lot number was 366501 with an expiration date of 31-mar-2020.